Event description:
It was reported that the energy output of this device was too low. There were no report of patient or procedure involved.

Manufacturer narrative:
The console was not returned for analysis; however, it was serviced at the user's facility. The blast shield and fiber port were found defective. Performed power checks, found low output and blown blast shield during greater than 20w power checks. Optics, fiber focus assembly and lens were damaged and replacement required. Advised users that the system is not operational. A labeling review was performed and confirmed that the reported low power was listed in the instructions for use (IFU) as potential outcome of this procedure. There is no indication that the device was not used in accordance with the IFU. The malfunctioned found could have affected the device performance leading to the event experienced by the customer. Based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation, indicating an expected or random components failures were identified without any design or manufacturing issue.

Event description:
It was reported that the energy output of this device was too low. There were no report of patient or procedure involved.